Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic prostatectomy. According to the reporter: after the port was inserted and the angle was adjusted, the device broke. Another device was used to complete the case. Nothing fell into the pt's cavity, there was no tissue damage or bleeding, nor was the operating room time extended by more than 30 mins. There was no pt injury reported.